Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Service performed to correct reported problem. Fse verified the universal surgical manipulator (usm) 3 was in a midlevel stuck position. All bolts were tight and not protruding. Power cycled system and usm3 worked normal. No errors were observed in logs. System working as normal. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 was having insertion issues. During the guided tool exchange arm 3 was not inserting smoothly. The caller removed the instrument, but the insertion carriage would not go up all the way. After further inspection it was discovered that a backed out bolt on the insertion rail was causing the issue. The customer used another patient side cart (psc) to finish the case. There were no reports of patient injury. Intuitive received the following additional information via follow up: the system initially powered on without any errors. Patient demographics were shared.